Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand.

Event description:
Relay nbs plus thoracic stent graft (28-n2-34-154-30-90s) lot: b220610110. ; planned implant at zone 2 cover lsa. During withdraw the entire system from the patient. The tip was disconnected from the delivery system inside patient's vessel at left common femoral artery. Patient outcome - "the lcfa was repaired."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand.

Event description:
Relay nbs plus thoracic stent graft (28-n2-34-154-30-90s) lot: b220610110; planned implant at zone 2 cover lsa. During withdraw the entire system from the patient. The tip was disconnected from the delivery system inside patient's vessel at left common femoral artery as the picture in attached. Patient outcome: "the lcfa was repaired."